Event description:
During varian field service gantry inspection, the representative found the counterweight front left bolt was loose. Tightened and tested the unit for proper operation. Tested the unit for proper operation and returned the unit to customer service.

Manufacturer narrative:
The problem was previously investigated in a similar incident involving the contract rigging company not using varian's specifications and torque tooling equipment when installing the counter weight. The event did not involve patient injury. In addition, no failure was detected; however, the product was out of specification. The issue will be addressed further in the CAPA system. No follow-up reports are anticipated.